Manufacturer narrative:
The mechanical thrombectomy¿s pushwire was returned for analysis without the micro catheter, as it was discarded at the site. No bends or kinks were found with the pushwire or marker coil. The pushwire was found to have broken into two segments at the distal end. The distal portion of the pushwire and stent were left in the patient. A 2.0cm of the distal end of the pushwire was cut and the broken end was sent out for scanning electron microscopy (sem) analysis. A supplemental report will be submitted when the evaluation has been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a left middle cerebral artery (mca) ischemic stroke case, upon the first pass the mechanical thrombectomy device detached and was left within the patient. The thrombectomy device is patent within the petrous internal carotid artery (ica). The patient did not have a negative impact because of the stent being left within the treating vessel. Baseline national institutes of health stroke scale (nihss) was 17. The patient was on intravenous tissue plasminogen activator (tpa). The patient anatomy was severely tortuosity.

Manufacturer narrative:
Based on the device analysis and reported information, the report of separation was confirmed as the device¿s pushwire was found to be broken. Per the sem report, tensile overload failure mechanism occurred, as dimple features are present. This indicates that the pushwire broke when the tensile strength of the wire was exceeded. Excessive force (pulling) was applied when the device was used. Factors that can contribute to device separation are device oversizing or stenosis proximal to the thrombus site. In addition, during device recovery the proximal marker on the solitaire platinum device should be within the micro catheter. All products are 100% inspected for damages and irregularities during manufacture. Per the solitaire platinum instructions for use (IFU): warnings ¿ to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site. Revascularization device recovery ¿ to retrieve thrombus, slowly withdraw the microcatheter and the revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60 cc syringe. Note: ensure microcatheter covers proximal marker. Apply vigorous aspiration to the guide catheter using syringe and recover the revascularization device and microcatheter inside guide catheter. Continue aspirating guide catheter until the revascularization device and microcatheter are nearly withdrawn from the guide catheter. Note: if withdrawal into the guide catheter is difficult, deflate balloon (if using balloon guide catheter) and then simultaneously withdraw guide catheter, microcatheter and revascularization device as a unit through the sheath while maintaining aspiration. Remove sheath if necessary. If excessive resistance is encountered during recovery of the revascularization device, discontinue the recovery and identify the cause of the resistance. If information is provided in the future, a supplemental report will be issued.